Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(4) , batch: 18979098.

Event description:
It was reported that the patient was not getting adequate pain relief and was experiencing pain at the ipg site when sitting. The patient underwent an explant procedure and all explanted devices were discarded.